Event description:
Additional information has been received and stated that the symptoms were resolved.

Manufacturer narrative:
The lens was returned in a small plastic container. Solution was dried on the lens. One haptic was bent in the gusset and distal area. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Qualified associated products were indicated. Two non-qualified viscoelastics were indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that. The 315 (1.50cyl) 17.5 diopter, (1.5 extended depth of focus) lens was replaced with a toric 30, 17.0 diopter, (1.50cyl) add power +2.2 & 3.2 lens due to the exchange of an extended depth of focus lens to a company lens with a lower diopter may suggest that the replacement lens model may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced vision problems and unhappy with the iol sight. The iol was exchanged for another lens model 20 days following the initial implant procedure. Additional information has been requested. No further information received/ available.